Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the insulin pump was not working and battery failed. Customer stated the display was not blank less than 30 seconds and did not return. Insert battery alarm displayed on the insulin pump screen. Customer stated that contacts on battery cap were not missing or damaged. Customer stated that battery compartment and spring was not damaged or corroded. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pup will be returned for analysis

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The adapt confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert, battery power loss alarm, replace battery alert, replace battery now alarm or blank display noted during testing or in the pump trace download. (B)(4).